Manufacturer narrative:
Concomitant product: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). The catheter was returned in two segments. Analysis of the proximal segment of the catheter showed no significant anomaly. The side strain relief shroud for the pump-to-pump connector was not returned. No other anomalies were noted with this segment. Analysis of the distal segment of the catheter showed a hole or tear caused by the catheter connector pin poking through. The catheter anchor was not returned with the catheter segment. The segment itself did not have any unusual bends or deformities in shape. The outer diameter of the returned distal segment was measured and found to be 0.0562 inches, which is in spec (0.055 +/-0.002). The outer diameter of the returned distal segment therefore was in spec and the catheter anchor should have reliably gripped the catheter. Other anomalies were found with the distal segment. Superficial slice cuts were found on the surface a couple millimeters distal from the 18 centimeter hash mark. No leaking was seen at these slice cuts. Pressure testing revealed a small hole in the catheter in an area corresponding to where the metal pin of the catheter connector (pin connector) came to an end.

Event description:
It was reported the patient had a loss of intrathecal baclofen efficacy. An x-ray showed a dislodged catheter. The patient was taken to the operating room and the catheter was coiled in front of the v-wing anchor. The catheter was replaced. Additional information received reported troubleshooting with x-ray showed a total dislodgement of the catheter. The patient was doing well two weeks after revision. The pump was used to deliver lioresol 2000 micrograms per milliliter at 450 micrograms per day.

Manufacturer narrative:
(B)(4).